Event description:
Reportable based on analysis received on 16 june 2006. It was reported that during a superficial femoral artery diagnostic procedure, the coating of the kayak hydrophylic guidewire peeled away during insertion of the guidewire through the metallic introducer needle. The kayak guidewire was removed and replaced with another guidewire. No patient complications occurred. Current patient status is reported as "good".

Manufacturer narrative:
The polymer jacket is sliced beginning at approximately 3.3 cm - 11.4 cm from the tip of the wire. There are no coating anomalies noted with the wire in the non-damaged section. Average o.d. Of wire taken is .035." The reported lot has not been involved in previous complaints. Lot history review performed on the reported lot reveals no anomalies related to complaint. Lot met all specifications relevant to complaint. Health hazard assessment decision tree performed indicates no potential health hazard. The customer's complaint has been confirmed. The wire is dimensionally correct. The failure may have occurred due to the wire being manipulated or withdrawn through the needle used in the procedure, thus, causing the sliced condition of the polymer jacket. The instructions for use warn: "to avoid damage and possible shearing of the coating or sleeve, do not withdraw or manipulate the guidewire through a metal cannula, needle or dilator or advance the metal cannula, needle or dilator over the guidewire."